Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with right ventricular lead noise that led to oversensing and pacing inhibition. During the extraction of the right ventricular lead, the atrial lead's insulation was damaged. Both leads were removed and replaced without complication. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.